Event description:
This is filed for incomplete coaptation, worsening mitral regurgitation, and intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. There was flail and posterior prolapse. Two clips were implanted. On (B)(6) 2022, during a two month follow up visit that there was a single leaflet device attachment (slda) with one of the implanted clips. The clip only remained attached to the anterior leaflet. The second clip was still attached to both leaflets. No intervention was performed. The mr was reduced to 1-2 and stayed 1-2 after the slda. On (B)(6) 2022 the patient present with shortness of breath and the mr appeared to have increased to 3-4 during a follow up visit. A second procedure was performed on (B)(6) 2022. The pre procedure transesophageal echocardiogram (tee) showed an mr grade of 4+. One nt clip was implanted to the center of a2p2 for stabilization of the slda clip and mr reduction. The mr was reduced to 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. There was flail and posterior prolapse. Two clips were implanted. On (B)(6) 2022, during a two month follow up visit that there was a single leaflet device attachment (slda) with one of the implanted clips. The clip only remained attached to the anterior leaflet. The second clip was still attached to both leaflets. No intervention was performed. The mr was reduced to 1-2 and stayed 1-2 after the slda. On (B)(6) 2022 the patient present with shortness of breath and the mr appeared to have increased to 3-4 during a follow up visit. A second procedure was performed on (B)(6) 2022. The pre procedure transesophageal echocardiogram (tee) showed an mr grade of 4+. One nt clip was implanted to the center of a2p2 for stabilization of the slda clip and mr reduction. The mr was reduced to 2+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) was due to challenging anatomy. The reported worsening mitral regurgitation (mr) appears to be related to the slda. The reported dyspnea was a secondary effect of the worsening mr. The reported patient effects of mr and dyspnea as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.